Manufacturer narrative:
Evaluation summary: the instrument was returned in good physical condition. The instrument was cycled, fed an formed the remaining clips properly. However, the anit-backup was noted to be non-functional. No conclusion could be reached as to what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device misfunctioned. No further information is available. Used another like device to complete the case. No patient consequence.